Manufacturer narrative:
The device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 99% stenotic, de novo lesion was located in the moderately calcified and moderately tortuous mid right coronary artery. Access was obtained through the radial artery. The physician advanced the 1.5x20mm apex push balloon to the lesion, but was unable to cross. The physician exchanged the guide wire and was then able to cross the lesion. On the first inflation, the balloon was inflated to 4atms and blood came into the inflation unit. The device was removed from the patient and a balloon rupture was confirmed. The procedure was completed with a different device. Patient status is reported as "good".